Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the facility staff using the "endo fresh" detergent instead of "endo quick" due to a lack of understanding. It was noted that the facility had already taken action to prevent a recurrence of the problem, as information was received that the facility was instructed as to the proper detergent to use (endo quick). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus was informed that the user facility staff used the incorrect detergent (endofresh) while reprocessing the colonovideoscope. There were no reports of patient harm.